Manufacturer narrative:
Covidien reference: (B)(4). The tracheal tube was returned for investigation. A visual inspection was performed and found that the inflation line was collapsed causing a restriction at the time of inflation or deflation. The reported complaint was verified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during prior to use testing, a tracheal tube cuff was found to have a leak. There was no patient involvement. There is no report of serious injury or death associated with this event.